Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that reprogramming was done to decrease the detection rate, increase the ventricular blanking, and a lead from the cardiac contractility modulation therapy system was turned off.

Manufacturer narrative:
Continuation of d10: 459878, lead implanted: (B)(6) 2023; 6945-65 lead , 5076-52 lead implanted: (B)(6) 2002; ccm x11 implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high sensing integrity counter (sic), with current electro grams (egm) showing oversensing of competitor device cardiac contractility modulation (ccm) artifacts and subsequent resetting of ventricular - atrial timer in managed ventricular pacing resulting in atrial rate of 44 beats per minute (bpm) that is lower than the  cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate setting.  The rv lead and crt-d remain in use.  No patient complications have been reported as a result of this event.